Event description:
#Medwatcher #(B)(4). I hurt in my hips, I cramp, I can not lift my right leg or set cross legging anymore, is so hard to work anymore because all the pain im in, there is so much more that I go throgh everyday and my hair is falling out now and my teeth. Wish I would have never got them been in (profanity) since.